Manufacturer narrative:
No malfunction was reported. The product was not returned.

Event description:
A small thrombus extension into the common femoral vein was detected. Patient was prescribed lovenox and also put on a coumadin as a precaution.